Event description:
It was reported that during da vinci-assisted surgical procedure, the strings/pulley came out from a fenestrated bipolar forceps instrument. Site was using backup instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.